Event description:
The reporter stated that on (B)(6) 2011, the patient's blood glucose (bg) was above normal range all day, around 200 mg/dl with no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. Upon troubleshooting, the reporter stated that there was air in the cartridge and the tubing. The reporter stated that she believed the cartridge was not filled properly during a site/set/cartridge change. This complaint is being reported because air in the cartridge has been known to cause or contribute to a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.